Event description:
It was reported that the customer experienced low blood glucose levels when going for a walk. The customer was hospitalized on (B)(6) 2015 due to the low blood glucose. The customer's blood glucose at the time of admission was 16 mg/dl. The customer treated her low blood glucose with food. Prior the hospitalization, the customer gave herself three boluses and went for a walk. The customer was treated with glucagon by the paramedics. Troubleshooting could not be performed for a previous no delivery alarm due to the issue already being resolved by removing the infusion set and repriming the insulin pump. Advised customer to call back when the alarm occurred in order to troubleshoot. Advised customer to speak with her healthcare provider regarding the low blood glucose. Advised to monitor the insulin pump and call back if issues persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.